Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "blood leakage through the reservoir" was confirmed. As received both flexures and the plunger cap of the plunger were detached. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to plunger side and out of reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into the plunger side. No leakage was detected past the seal during simulated use test, if IFU recommendations were followed. The IFU recommends to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The vamp blood sampling system is used to obtain blood samples through a closed system. Leakage past the plunger seal can be due to a manufacturing non-conformance or user technique. There is potential for air to be drawn into the system and injected into the patient, which could result in an air embolus. Blood or air past the plunger seal would be immediately noted by the user and the blood draw would be stopped. It is unknown if user or procedural factors played a role in this event. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. (B)(4).

Event description:
It was reported that blood leakage was observed past the plunger in the vamp adult system. No air was drawn in the system nor contact with patient's blood was reported. Another vamp was used and worked successfully. There was no allegation of patient injury. Inquired of patient demographics. Unable to be obtained.